Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The caregiver stated there was an open clamp on an unused line. The lot number is unknown therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. The caregiver stated there was an open clamp on an unused line. (B)(4) explained that a large amount of air had entered into the disposable set, and then had the caregiver cycle power twice to clear the error. The patient elected to complete therapy manually and would let his dialysis nurse know about the error in the morning. Product surveillance contacted the patient's dialysis nurse who explained the patient's caregiver notified her monday morning (B)(6). The nurse stated the patient did not have any problems at that time, and that they had notified her of the cause of the error. The nurse stated she spoke to the patient's caregiver again this morning and everything was still fine. No injury or medical intervention was reported.